Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. A crack occurred 13 mm from the tip of the probe. There was a contact mark around the crack of the probe. The grasping section had contact marks which indicated that the probe and the grasping section came into contact. The tissue pad was severely worn out. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a laparoscopic ileus release procedure using the subject device, the following event occurred. The scissors did not close within 2 hours of the start of the procedure. The probe was cracked when the user checked the tip of the device. There were no fallen fragments. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On may 20, 2021, olympus medical systems corp. (Omsc) found that the tissue pad was severely worn out.